Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted on (B)(6) 2026. The device was giving brief sensor issues for approximately one week, when during the night on (B)(6) 2026, the patient began experiencing repeated cgm errors. On the morning on (B)(6) 2026, the patient reported that cgm reading was below 200 mg/dl, although he was unable to recall the exact number. Shortly after, the sensor issues persisted, resulting in a lack of cgm data. Later that day, the patient had symptoms of nausea, vomiting, dry mouth, headache, generalized weakness, imbalance due to the severity of his condition. The patient was brought to the hospital by their daughter and when a fingerstick was taken the blood glucose reading was 724 mg/dl. At this time, the patient did not have corresponding cgm readings due to the ongoing sensor issue. The patient was transferred to a different hospital for further management, and upon arrival at that hospital, the blood glucose reading was 648 mg/dl. The patient was treated with intravenous insulin and fluids, and insulin via injection. No further medication was reported and the patient was discharged after spending 6 days at the hospital. At the time of the report the patient was stable. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.